Manufacturer narrative:
The report of the thermogard console (sn (B)(4)) has a blank screen and a constant beep was confirmed during functional testing. The root cause was a depleted battery. Upon visual inspection no physical damage was observed. The analysis of the event log revealed a tcmid: 11 error messages and is not related to the reported event. Upon replacement of the battery on the display panel, the console was further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During set-up, the thermogard console (sn (B)(4)) produced a constant beeping tone and a blank display panel screen upon power on. No patient involvement.